Event description:
Medtronic rep called in to report that during a spine procedure that surgeon had to tape the reference frame to the percutaneous pin because it was too loose to stay stationary enough for navigation with the treon system. The percutaneous pin was too loose at the swivel point where it attaches to the reference frame. No impact on pt outcome reported.

Manufacturer narrative:
No return expected. Part will not be returned and no evaluation will be performed.